Event description:
Following insertion of the initial trocar during a laparoscopic cholecystectomy it was discovered that the aorta and small bowel had been perforated. The surgery was immediately changed to a laparotomy with repair of the aorta, repair of the small bowel, and an open cholecystectomy. The patient is expected to make a full recovery. The device is being held for both an independent and manufacturer evaluation because of a question of device malfunction/failure of the safety shield.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. Invalid data - on device destroyed/disposed of status.